Manufacturer narrative:
(A1) patient initials: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous circumflex artery. A 2.25 x 12 synergy drug-eluting stent was selected for use. However, during the procedure, the stent was difficult to insert through the introducer sheath even after multiple attempts. The stent was rechecked and a raised stent strut was observed. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the introducer sheath was a 6f radial non-boston scientific device.

Manufacturer narrative:
Patient initials: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous circumflex artery. A 2.25 x 12 synergy drug-eluting stent was selected for use. However, during the procedure, the stent was difficult to insert through the introducer sheath even after multiple attempts. The stent was rechecked and a raised stent strut was observed. The procedure was completed with another of same device. No patient complications were reported.